Event description:
Customer reported a button error alarm. The blood glucose reading is 107 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners. No button error alarm noted. However, the device had intermittent button response due to moisture damage on keypad traces.